Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, this event was likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. In addition, other patient risk factors such as the patient's younger age at implant and renal failure likely contributed to this event. Per the instructions for use, "the safety and effectiveness of the carpentier-edwards perimount magna mitral ease pericardial bioprosthesis model 7300tfx has not been established for the following specific populations because it has not been studied in these populations: patients who are pregnant, nursing mothers, patients with abnormal calcium metabolism (e.g. Chronic renal failure or hyperparathyroidism), patients with aneurysmal aortic degenerative conditions (e.g. Cystic medial necrosis or marfan's syndrome), and children, adolescents, or young adults." Of note, this pericardial mitral valve was initially used off label as it was implanted in the tricuspid position. Per the instructions for use (IFU), "the carpentier-edwards perimount magna mitral ease pericardial bioprosthesis model 7300tfx is indicated for patients who require replacement of their native or prosthetic mitral valve." The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that this patient with a 29mm 7300tfx mitral pericardial valve, implanted in the tricuspid position, underwent a valve-in-valve procedure after an implant duration of one (1) year, 11 months due to valve degeneration leading to tricuspid stenosis. The ttvr was performed with a 29mm transcatheter valve. The patient was in stable condition and recovered well.